Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an unknown procedure, the firstpass mini left broke inside the patient. A delay greater than 30min was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states one undated photo of the device was provided for review and confirms the reported breakage. Per case details, the broken pieces was retrieved from the patient. The procedure was completed using a back-up device. In addition, no patient injuries are being reported and no harm is anticipated as a result of the surgical time extension. Since no further harm is anticipated no further clinical assessment is warranted at this time. A review of the customer provided image shows a partially detached suture capture. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair, the firstpass mini left broke inside the patient, the broken pieces were retrieved from the patient by tweezers. A delay greater than 30min was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.